Event description:
User facility reported that the reported device was in use with patient along with epidural catheter for anesthesia during childbirth. According to reporter after birth the catheter and lockit plus were removed from use and the distal portion of the epidural catheter was found missing at the point where the catheter coincided with the lockit plus device. The catheter portion was retrieved at approx 1 cm below the surface of the skin. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.